Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 56 mg/dl without symptoms, after which the trainer recommended following a feature reset due to concern that the ilet dosing algorithm had not yet learned properly; the user treated the event with oral glucose and subsequently reported no further issues after being walked through the reset. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.